Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire coating peeled off. A 260 cm .035 w/c tip back-up meier guide wire was selected to cross the lesion. However, it was noticed that the outer coating of the device came off during the procedure. No patient complications were reported.